Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards japan affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve in the native aortic position, when the e-sheath+ was inserted, some resistance was noted. Also, there was resistance when the delivery system was inserted into the esheath+. After a 23mm s3 valve was deployed and the e-sheath+ was removed, an angiography revealed a dissection in the right femoral artery. As a treatment, a stent-graft placement was performed. The physician noted some resistance was during e-sheath+ insertion, and it could cause intimal injury.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed without procedural imagery or return of the complaint device. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, "when an e-sheath was inserted, some resistance was noted." Per the training manual, "push force can vary due to angle of insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity and degree of calcification." A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in an existing technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. No information related to vessel tortuosity was provided. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. No information related to vessel calcification was provided. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. No information related to vessel diameters was provided. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Per follow-up information, a steep insertion angle was not used. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. Due to limited information available for this case, a definitive root cause for the reported difficulty introducing the sheath in the patient and advancing the delivery system through the sheath is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no device problem or edwards defect was identified, no corrective or preventative action nor product risk assessment escalation is required.